Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the device became stuck on the guidewire. The catheter and guidewire had to be removed together. The device was removed intact. A balloon was used to complete the procedure. No patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the returned device was a jetstream atherectomy catheter with an unknown guidewire inside the device. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. The unknown guidewire was removed without any issues. A test guidewire was inserted into the device and was able to pass through without any issues. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis could not confirm the reported stuck on guidewire, but there was damage to the guidewire suggesting there could have been issues.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). During the procedure, the device became stuck on the guidewire. The catheter and guidewire had to be removed together. The device was removed intact. A balloon was used to complete the procedure. No patient complications reported.